Event description:
It was reported that an alert was triggered for impedance on the right ventricular lead that had increased and is now high. The patient will be monitored and the lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.